Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing. The patient was having premature ventricular contractions (pvcs) and when atrial pacing coincided with a pvc; the device undersensed it, and the device paced in the ventricle, causing ventricular tachycardia (vt). This occurred several times, and anti-tachycardia pacing (atp) was delivered each time which converted the vt. Technical services (ts) noted the device performed as programmed. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing. The patient was having premature ventricular contractions (pvcs) and when atrial pacing coincided with a pvc; the device undersensed it, and the device paced in the ventricle, causing ventricular tachycardia (vt). This occurred several times, and anti-tachycardia pacing (atp) was delivered each time which converted the vt. Technical services (ts) noted the device performed as programmed. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Sending correction supplemental to update h6: impact code.